Manufacturer narrative:
The thermal ligating shears were received, decontaminated, and visually inspected. For the two units from lot 305080 the jaws appear to be burned with insulation missing on the back of the jaws. There was also a pin loose. The complaint is confirmed.

Event description:
Power not working correctly. Power level jumps randomly.

Event description:
Power not working correctly. Power level jumps randomly.

Manufacturer narrative:
Device has not yet been returned. Investigation pending.